Manufacturer narrative:
The patient was born on an unreported date in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be related to poor source of water or poor environment with no specific details provided. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Four weeks after the onset date, the unspecified antibiotic treatment was discontinued. On an unreported date, the patient was recovered from the peritonitis event. No additional information is available.